Event description:
Additional information received initially reported that when the patient got home after implant, stimulation felt stronger. The patient was feeling it on the left side vagina so she turned it down. The next morning, it felt like bee stings so the patient turned it down again. It was noted that the patient felt it vibrate when she would sit on the commode. When the patient bent over, she felt a sharp pain in the curve of her left leg and vagina. The patient was on group 1 at1.70 volts and decreased to 1.65 volts. It was reviewed with the patient recovery time and bending, stretching, twisting. It was stated that the patient used to have urges 25 times a day and now she was doing much better and can tell it can helped. The patient was hoping to see her doctor again in (B)(6).

Manufacturer narrative:
Product ID 3889-33, lot # va05slg, implanted: (B)(6) 2013, product type lead; product ID 3095-10, serial,# (B)(4), implanted: (B)(6) 2013, product type extension; product ID 3037, serial # (B)(4), product type programmer, patient. (B)(4). The initial MDR was filed as MFR report # 3007566237-2013-00587. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had been feeling pain when bending over as well as shocking ever since implant. No further information was reported. If additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient had pain in the hip where the device was located and lower back pain at the sacral level. It hurt all the time, but especially when she walked. The patient wasn't really sure when it started. She had not fallen or had any accidents and had no medical history or preexisting conditions that would cause pain. The patient did have breast cancer and receive treatments, but she didn't think the pain was related to that, she thought it was related to the device. Therapy was working fine.